Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, a connectivity issue occurred with the mobile programmer, resulting in a failure to deliver a shock. It was noted that at the start of the procedure, there was initial difficulty pairing the mobile programmer, but once successfully paired, the connection remained stable while several programming changes were implemented. During programming, the patient developed atrial fibrillation (af), which required a change in pacing rate to visualize the underlying rhythm for mapping. Subsequently, the patient went into ventricular tachycardia (vt). External anti-tachycardia pacing (atp) was attempted using a micropace device, but this intervention was unsuccessful. In response, the physician attempted to deliver a shock using the emergency button on the mobile programmer. However, at that moment, both the electrocardiogram (ECG) and electrograms (egm) transitioned from displaying vt to a loss of telemetry, showing only dots. No shock was delivered, and an error message was generated by the mobile programmer. An external defibrillator was then used to restore the patient¿s rhythm, successfully resolving the vt. Connectivity was subsequently re-established by replacing the patient connector over the implantable device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that a connectivity issue occurred with the mobile programmer resulting in a failure to deliver a shock. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.